Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) was explanted due to the patient's high defibrillation thresholds (dft's). This event was created due to laboratory analysis.